Event description:
It was reported that the patient experienced discomfort and random stimulation originating from the pocket containing the lead. The lead displayed normal impedances and reprogramming was attempted, however, the event did not resolve. The patient underwent a procedure where when the physician opened the lead site and the lead was found to be kinked with its sheath broken. The physician replaced the lead which resolved the issue. The device will not be returned as it was discarded by the medical facility.